Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt complained of right knee pain. Upon x-ray, it was noted that the stem had broken in half on tibial component. Revision planned."